Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 97745bp, serial#: (B)(6), product type: accessory. B3: date is approximate. H3: analysis of the battery pack (product ID: 97745bp, serial#: (B)(6)), found it was scrapped, due to a failed cycle count that should be 150, but reads 177. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt), regarding an external device. It was reported, that their implant is not holding a charge. Caller stated, they charged the implant last night at 10pm. And this morning the controller showed low battery. Caller added, that the implant used to last 4-5 days and now it's not lasting 12 hours. Caller denied any changes to stimulation settings. Caller reported, that for the last couple months, they've been having issues with the controller not turning on and will be blank/unresponsive. Caller clarified, that when they go to power the controller on to start using it. It won't turn on, until they reset the battery. Caller added, that in the middle of charging the implant, the controller will randomly go to "no device found", so they reset the battery for that as well. Caller stated, it's becoming more persistent. And they called the doctor's office. And the manufacturer representative (rep), told them to call patient services to get everything replaced. Caller denied any visible damage to the equipment. Agent offered to replace the controller, but caller insisted on everything being replaced. Agent instructed caller to follow up with their healthcare provider if the issue is not resolved. A replacement controller, battery pack and recharger were sent out. No symptoms were reported. Additional information was received from the patient (pt). They reported, that their physician redirected them to medtronic to resolve the issue. Pt called, medtronic and was sent a new recharger. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported that their physician redirected them to medtronic. To resolve the issue, pt called medtronic and was sent a new recharger. The issue has been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product: 97745, serial#: (B)(6), h3: product: 97745, serial#: (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their implant is not holding a charge. Caller stated they charged the implant last night at 10pm and this morning the controller showed low battery. Caller added that the implant used to last 4-5 days and now it's not lasting 12 hours. Caller denied any changes to stimulation settings. Caller reported that for the last couple months they've been having issues with the controller not turning on and will be blank/unresponsive. Caller clarified that when they go to power the controller on to start using it, it won't turn on until they reset the battery. Caller added that in the middle of charging the implant, the controller will randomly go to "no device found," so they reset the battery for that as well. Caller stated it's becoming more persistent and they called the doctor's office and the manufacturer representative (rep) told them to call patient services to get everything replaced. Caller denied any visible damage to the equipment. Agent offered to replace the controller, but caller insisted on everything being replaced. Agent instructed caller to follow up with their healthcare provider if the issue is not resolved. A replacement controller, battery pack, and recharger were sent out. No symptoms were reported.